Event description:
A facility alleges that a plastic ring from a performatrak full face mask was found in a patient's larynx during an intubation procedure. Upon removal of the ring, they allege the patient no longer required intubation. The mask has been discarded by the reporting facility. However, the facility still maintains the plastic ring in their possession and has yet to be returned to the manufacturer for evaluation. The manufacturer will file a follow up report when the investigation is completed.